Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems. Six (6) falsely high crem results, in the range of 2.3-15.8mg/dl, were reported out of the lab. The original specimens were re-tested on a different instrument and lower crem results were generated. Unknown if treatment was initiated or withheld.

Manufacturer narrative:
Qc was run before and after the event and the results were within acceptable range. A field service engineer (fse) was dispatched: the fse replaced the crem stirrer motor. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.